Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous reported by a consumer of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. During a call, the following was reported. On (B)(6) 2012 the patient was hospitalized. Treatment was not reported. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers gd892638 and gd892828. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.